Event description:
An abdominal aortogram and runoff study was done as well as "dsa" exam of upper abdominal aorta. Filming of common femoral artery was completed and a decision was made to balloon angioplasty the r common femoral artery stenosis. The 6fr sheath was inserted. Initial difficulty encountered in passing over bifurcation, and it was partially withdrawn, but the radiopaque marker at the tip of sheath did not move fluoroscopically. Further withdrawal of sheath indicated the marker had detached from the end of sheath. The sheath was successfully advanced and the marker migrated down the wire. Unsuccessful attempt was made to snare the marker. An endarterectomy and operative retrieval of marker was successfully performed.